Event description:
It was reported to philips that the system's screen turned red, which could impact image display. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.